Event description:
The patient reportedly experienced sound quality issues and decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Device testing revealed the device was functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.